Event description:
This patient's port "blew apart" where the catheter seats on the port's phalange. It tore the catheter at that junction and special procedures now needs to remove the catheter femorally. The catheter is still resting in the subclavian approximately 4" from the actual port. After specials removes it, the patient must come back to the or to have the port revised. Spoke with patient and spouse regarding apparent breakage of catheter from port. Cxr post-operatively last week showed good position of the catheter on the port. Now it is dislodged 3.0 cm away. Note per physician date of event xray results during removal on the event date - there is a right subclavian central venous port. The catheter has been attached/fractured and now lies within the subclavian vein, brachiocephalic vein and superior vena cava with catheter tip in the right atrium. Findings were conveyed to dr. At the time of the procedure. Plans were made for a catheter retrieval with intravascular snare. Technically successful procedure. Right jugular bard power port placed in existing pocket. Catheter fragment retrieved via right femoral approach.